Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the complainant on june 07, 2016 noted that the patient experienced injuries.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.